Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-32469. It was reported the one of the patient's leads had migrated. The migration was confirmed via xray. In turn, both leads were explanted and replaced to address the issue. Therapy restored postoperatively.